Event description:
It was reported that the device displayed system error and error code 121.2072 communication error. At the time of the event, it was noted that the device was plugged in, and moisture was observed on the bottom of the device. Maintenance personnel were aware of humidity issues in the facility. Device not in use at the time of the event. Device repair label attached and taken out of service. During follow up, customer indicated "the modules were moved off the pump immediately and placed on other pumps.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device displayed system error and error code 121.2072 communication error. At the time of the event, it was noted that the device was plugged in, and moisture was observed on the bottom of the device. Maintenance personnel were aware of humidity issues in the facility. Device not in use at the time of the event. Device repair label attached and taken out of service. There was no patient involvement. During follow up, customer indicated "the modules were moved off the pump immediately and placed on other pumps.

Manufacturer narrative:
Omit: other occupation, report source other correction: describe event or problem, initial reporter occupation, report source additional information: imdrf annex b code and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue of an error code 121.2072 / moisture problem in facility was not determined because no products or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.